Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be a permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, in which during the procedure a 3.0 x 23 mm xience v stent and a 3.0 x 08 mm xience v stent were both deployed in the proximal right coronary artery (rca) lesion. There was no pt or product issue noted at the time of the procedure. However, in the next day, the pt had elevated cardiac enzymes. The clinical evaluation committee (cec) adjudicated this event. Final cec adjudication results determined the event to be a non q-wave mi. No additional event or pt info is available.

Manufacturer narrative:
Mi, in the IFU, is a known adverse event associated with coronary stenting procedures. Although, enzyme elevation is not specifically addressed in the IFU, it is in the no-fault risk assessment in addition to mi, as a potential post-procedure complication associated with coronary stenting. It is likely that the elevated cardiac enzymes were a secondary effect of the mi, though no additional treatment was provided in this case. In this instance, although there is no indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. The other xience v stent is being reported under this same MFR #.